Event description:
The patient received two thoracic trial leads with the same lot number. It was reported the patient had been taken to the emergency room postoperative due to a friend noticing the patient was slurring her words and acting peculiar. Follow up identified the leads were removed at the hospital. Attempts to obtain additional information was unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.